Event description:
A scrub tech reported the "vitrector was sticking" during a vitrectomy procedure. When the surgeon tried to remove the vitrector, "the trocar would not pull out." The procedure was completed with no harm to the pt. Add'l info has been requested, but has not been received to date.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR's acceptance criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).